Manufacturer narrative:
(B)(4). Batch # r93699. Device analysis: the analysis results found that the mcs20 device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, jamming the firing mechanism. 15 clips were found inside clip track. A manufacturing record evaluation was performed for the finished device r40g4v number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device r93699 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a free flap surgery, the clip can¿t be well formation. A new device was used to complete the case. The procedure was successfully completed. There were no patient consequences.